Event description:
This pt underwent angioplasty, stenting and laser treatment to the anterior tibial and dorsalis pedis due to the diagnosis of an ischemic left foot. After this vascular intervention, the perclose device was inserted into the right femoral artery puncture site. It was decided by the radiologist technician not to deploy the perclose device due to his assessment that the feet of the device did not catch the anterior wall of the artery. Hence, the needles of the device were not deployed. The foot switch was put down and the device was pulled out of the artery. The lower half of the perclose device remained in the pt's right femoral artery. Failed attempts were made by the surgeon to snare the device to recover it from the artery surgery in order to remove the retained part of the device. The pt tolerated the surgical procedure well. The abbott MFR was notified the next day and all parts of the perclose device were given to the abbott rep for clinical analysis. Rptr expects the investigation results to be complete within 4-6 weeks.